Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed noise resulting in inappropriate episodes and pacing inhibition. Noise could be reproduced with isometrics. The ICD was removed and replaced with a bi-ventricular device and an additional rate/sense lead.